Manufacturer narrative:
(B)(4). D4: batch #t93x8m. Investigation summary: the device was returned with no apparent damage, with the blade tip intact and not broken off as reported by the customer. The device was connected and tested on a gen11. The device was functional and worked as intended, and there were no anomalies noted. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information: did the patient experience any adverse consequences due to this issue? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the tips of harhd36 came out broken in half after several activations. There were no patient consequences reported. No additional information is available at this time.